Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incision over the cardiac resynchronization therapy pacemaker (crt-p) opened approximately 3 weeks after the implant procedure. The crt-p remains in use. No further patient complications have been reported as a result of this event.